Event description:
The customer reported a battery failure where the device would either not power on or would turn off without warning.

Manufacturer narrative:
(B)(4): the customer reported a battery failure where the device would either not power on or would turn off with no warning. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.